Manufacturer narrative:
(B)(4). The customer reported that a patient death occurred while being monitored by a philips intellivue patient monitor. The customer does not allege that the monitor was at fault and the monitor passed all testing by the customer, however, they did request that the monitor be checked. Philips is in the process of obtaining additional information regarding this event and the complaint remains under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a patient death occurred while being monitored by a philips intellivue patient monitor.